Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 allegedly due to pain and yellow fluid from an edema suggesting an aseptic lymphocytic vasculitis-associated lesion. An active articulation system was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 3 states, 'pain and/or loss of function."this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-02204 / 02205).